Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: carretera sanchez km 18.5. G1: device manufacturer address 2: parque industrial itabo, piisa. G1: device manufacturer city: haina, san cristobal. G1: device manufacturer country: dominican republic. G1: device manufacturer postal code: 91000. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This was observed during use of the device for automated peritoneal dialysis therapy; described as upon ending the therapy session ¿when the customer took out the cassette, it was leaking¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.